Manufacturer narrative:
No samples were returned for evaluation. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the blunt knife experienced by the customer could not be determined. The complaint rate for the past year for dull/damaged/blunt knives was reviewed. No adverse trends in complaint rate have been observed. (B)(4).

Event description:
A surgeon reported that the knives included in the custom pack were blunt. Another knife was used to complete each case without harm to the patient. Additional information has been requested. This is the second of two medical device reports being filed for this facility.